Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a vehicle accident where he hit the back of a truck, causing the belt clip for his insulin pump to break. His blood glucose was 120 mg/dl at the time of reporting the incident. A self-test and displacement test were performed with the insulin pump, which passed both tests. No visible damage apparent. Nothing further reported.